Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to mixed incontinence with urethral hypermobility. Following insertion, the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia, urogenital atrophy, vaginal irritation, microhematuria, and vaginal dryness. It was reported that on (B)(6) 2010, patient underwent mesh revision with excision of mesh beneath the urethra due to mesh erosion beneath the urethra, dyspareunia, microhematuria, and urogenital atrophy. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/10/2016.